Event description:
Event timing: after surgery. Event detail: reported event: the pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by pt's counsel that the pt received an implant, durom us acetabular component 48/42 h, on (B)(6) 2008 and was revised on (B)(6) 2011 due to subsidence of the femoral stem rather than loosening of the durom cup or metal concerns. However, pt's counsel still alleges complaint against durom cup.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. The need for further corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer reference number (B)(4).

Manufacturer narrative:
Additional information was received on september 28, 2017. The product was returned for investigation and the investigation results are available. DHR review: the quality records indicate that these components met all requirements to perform as intended. Event description: patient underwent revision due to pain and subsidence of the stem. Review of received data: surgical report : review of surgical report did not lead to new information regarding the reported event. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. . Devices analysis: visual examination. Following components have been returned for investigation: durom cup and ldh head and head adapter and ml-taper stem. All received components show damage from revision surgery such as nicks and scratches. Additionally, following observations are done: the durom cup shows little bone ongrowth on the anchoring side. The outer surface of the head adapter and the head taper could not be reviewed as the head adapter is still assembled in the ldh head. No further investigation required as this issue is known and addressed (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. The date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will reevaluate the case. Zimmer gmbh considers this case once again as closed. Note: the m/l taper stem is treated in the complaint from zimmer inc.(B)(4).